Event description:
We were informed by our distributor that the nurse taking care of the patient noticed a small amount of blood at the stabilization ring inside the left blood pump during routine examination of the blood pump. A defect in the membrane was suspected and the left blood pump was exchanged without incident and there was no adverse effect to the patient. Ref# 3004582654-2013-00027.